Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The caller reported that in may the customer was hospitalized due to a diabetic ketoacidosis but not due to insulin pump issues. The insulin pump had irregular insulin delivery, unexplained no delivery alerts, frequent battery changes, and it was slow to rewind. Customer's blood glucose level ran high at night. Her blood glucose level was not reported. The device was not returned.